Event description:
It was reported that, eight days after implant surgery, the patient with this inflatable penile prosthesis (ipp) presented with the incision site bleeding and significant bruising extending to the thighs, penis, scrotum, lower abdomen, and patchy bruising up to the chest. A computed tomography (CT) scan was performed, revealing a fluid collection surrounding the pump; however, no remarkable hemorrhage or hematoma was identified. The patient was prescribed a two-week course of medication and advised to return for follow-up evaluation. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, eight days after implant surgery, the patient with this inflatable penile prosthesis (ipp) presented with the incision site bleeding and significant bruising extending to the thighs, penis, scrotum, lower abdomen, and patchy bruising up to the chest. A computed tomography (CT) scan was performed, revealing a fluid collection surrounding the pump; however, no remarkable hemorrhage or hematoma was identified. The patient was prescribed a two-week course of medication and advised to return for follow-up evaluation. The reported incision site bleeding was resolved 10 days after the event onset. No additional patient complications were reported.

Manufacturer narrative:
Additional information updated: a2: age at time of event. B5: describe event/problem. B7: other relevant history. Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.